Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharged. Complainant did not indicate that there was any patient involvement in the reported malfunction.